Event description:
It was reported by the patient¿s mother that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 375 mg/dl while wearing the pod on their abdomen between 4 and 24 hours. Symptoms reported include vomiting and getting into diabetic ketoacidosis (dka). The patient was diagnosed with dka while in hospital. The patient was treated with ¿diabetic treatment¿ and insulin was administered. The patient was released the following day at 2 pm. The pod was removed at the hospital. Additionally, it was mentioned that the patient¿s pod had stopped connecting to the sensor a week prior, and therefore the patient was ¿not getting the dose for a week and this is also the other reason why they came to the hospital.¿ the pod app was indicating ¿missing sensor glucose value¿ and stuck on the loading screen. The mother of the patient was planning to manage the patients' diabetes manually with insulin pens until they could meet with patient¿s specialist the following monday to reconfigure settings.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 14.7. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.